Manufacturer narrative:
Product complaint # (B)(4). Device evaluation summary: the analysis results found that the cdh29p device arrived with weld seam separated under knob in soft touch area. The breakaway washer was present, cut and staples present cannot be seen due to fecal matter, indicating that the device achieved a full firing stroke. Staples and washer were not loaded due to the device being impacted with fecal matter. The device was reset and dry fired. It fired properly as intended. No conclusion could be reached on what caused the weld seam separated noted during the visual inspection. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Batch # t5at2h. Photo evaluation summary: upon visual inspection of four photos, the following was observed: the first, second and four photos show a device from anvil area with tissue and the washer appears to be cut. The third photo shows the device of middle part and it was observed the safety disengaged from top view. Based on the photos reviewed, the event describe cannot be confirmed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint #(B)(4). Updated device evaluation summary: the analysis results found that the cdh29p device arrived with weld seam separated under knob in soft touch area. However, it does not effect function of the device. The breakaway washer was present, cut and staples present cannot be seen due to fecal matter, indicating that the device achieved a full firing stroke. Staples and washer were not loaded due to the device being impacted with fecal matter. The device was reset and dry fired. In addition, the device was cleaned, reloaded with staples and washer. Upon cleaning the anvil, a material was found to be wrapped around the anvil trocar. This material had staples imbedded into it. The staple wire measures 0.0085¿. This is not a cdh29p staple (cdh29p wire diameter = 0.0105¿). The device was fired and functioned as intended. Staples were fully formed; the washer and test skin were cleanly cut. No conclusion could be reached on what caused the weld seam separated noted during the visual inspection. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what were the indications for surgery? I do not know. What healthcare professional fired the device and what is his/her experience with the device? Dr. (B)(6). Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? I do not know for certain. He did mention the orange line was in the green gap scale and he was feeling resistance from the tissue prior to firing. I could not see and he did not indicate where the orange line was in the green scale. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? No he did not wait and he did not retighten prior to firing. Were there any issues with device use/firing? None that I witnessed. He mentioned that he did not get a loud audible crunch sound like he did on the demo. It was muffled. What confirmation was received that the device completed the firing sequence? There was a green check mark visibility light up. Was the green checkmark visible at the end of the firing? Yes. Was there any difficulty removing the device? Yes, dr. (B)(6) was instructed to turn the rotation knob 2 full 360 degree to open up the anvil prior to extraction. He complied but mentioned that the instrument was having difficulty coming out. Was a complete transection of the white breakaway washer visually confirmed? Yes. When did the disruption of anastomosis occur in relation to firing and removal? The disruption of the anastomosis seemed to occur as he was removing the device away from the site of the anastomosis. Difficult to judge which came first. What is the current patient status? She has gone home and is stable. Was staple form able to be assessed in the area of the disruption? Based on what I could see intra-luminally when the patient was scoped after suture was used to repair the anastomosis, it appeared the staples formed. Were any malformed staples observed? I did not see any malformed staples.

Event description:
It was reported that during a robotic sigmoid colon, that the device mis-fired. When the device fired, heard a muffled feedback as the knife fired through the washer. When the surgeon turned the rotation knob two full revolutions to extract, the device would not easily come out. He continued to open to see if he could get it out and then noticed the lateral and posterior portion of the anastomosis was disrupted as he could see the blue anvil. They were finally able to get the stapler out through the rectum but has to use v-loc to oversew and then performed a diverting ileostomy. The surgery was delayed thirty minutes due to the reported event. The procedure was successfully completed.